Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the tip of the stent was banged up and the stent struts were lifted from the balloon. The procedure was completed with another 3.50 x 24 stent. No patient complications were reported and the patient's status as okay.